Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified vessel. A 2.00mm x 20mm emerge¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 12 atmospheres. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).